Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead displayed high defibrillation threshold measurements. An x-ray revealed that the rv lead had pulled back. The position of the lead did not provide adequate defibrillation threshold measurement. The lead was abandoned surgically and successfully replaced. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.